Manufacturer narrative:
For the reported event, a hospital certified registered nurse anesthetist troubleshot this reported fault and replaced the flow sensors.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9212-000 anesthesia gas machine experienced the mylar flap of the flow sensor stuck to the top of the flow sensor. The report was received from a single source. The reported event did not involve a patient.